Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she kept receiving a failed battery test alarm and the pump shuts down. Customer stated that she was changing out the battery. Customer's blood glucose was 106 mg/dl at the time of the incident. Customer stated that she has duracell batteries in the pump and did not know that it was recommended to use energizer batteries. Customer stated that she does not want to continue troubleshooting and will call back after she gets energizer batteries and tries them out within the week. Customer stated that she will call back if the problem persists.